Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the biopsy channel leaked causing damage to the image sensor unit and/or circuit board in scope connector. However, a definitive root cause could not be determined, as the event was not reproduced. The event can be detected by handling the device in accordance with the following section of the instructions for use (IFU): "inspection of the endoscopic image." The event can be prevented by handling the device in accordance with the following section of the instructions for use (IFU): do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to olympus for evaluation and the customer's allegation of no image was not confirmed. The device evaluation found the image had intermittent interference and did not give any error code, but the leak test connector was damaged and leaking, which caused the fluid ingress and image issues. In addition to the reportable malfunction, the following were noted: scope connector water mouthpiece was loose, the biopsy channel had a leak, and the bending tube was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had problems in the leak test connector and no image. There were no reports of patient harm.